Event description:
In preparation for an endoscopy procedure, a cook 6 shooter saeed multi-band ligator was selected. When the device was placed on the endoscope, the plastic broke during a guide pull [this reasonably suggests the blue hook separated from the loading catheter during the loading process]. Another product was used to perform the procedure. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The catheter with one blue hook fully attached and seated was returned. The barrel with all bands, string, and one blue hook attached to the trigger cord director beside the knot, was also returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's stylet wire, as well as the detached blue hook, were measured and verified to be within the appropriate specifications. No kinks or bends were noted in the loading catheter or wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.